Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to pocket erosion and infection. Reportedly, the patient originally had scleroderma and a larger pocket was required because of the longer vertical length of the unit. The physician carefully cleaned and sutured the pocket. No additional adverse patient effects were reported. The ICD was explanted.